Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported a feeding tube was found to have ruptured 26cm from the end of the tube. This was found during an egd. The patient was not harmed. Per additional information provided on (B)(6) 2026, the ruptured tube was found incidentally on an upper gi endoscopy performed, indication: melena. The ruptured tube was fractured but still in one piece, it did not separate. The tube was removed and replaced with a new tube to resolve the issue.